Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control performed an initial evaluation of the customers device and was unable to duplicate the reported issue. Physio-control performed an initial clinical review of the available event details and determined it is unknown if the device contributed to the reported adverse consequences. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when applying therapy shock to the patient their device screen went green and was not able to provide therapy shock. The customer reported adverse consequences requiring them to gather another monitor to perform therapy measures.

Manufacturer narrative:
Physio-control further evaluate the device and was unable to determine root cause. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that when applying therapy shock to the patient their device screen went green and was not able to provide therapy shock. The customer reported adverse consequences requiring them to gather another monitor to perform therapy measures.